Event description:
The manufacturer received information alleging a patient that has a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer had previously received information alleging a patient that has a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. There has been no response from the customer on the return of the device. If any additional information is received, a follow up report will be filed. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.